Manufacturer narrative:
Crosstex spsmedical has contacted the customer requesting additional information regarding the reported event; however, to date the customer has not provided additional information. The lot number of the device subject of this event is unknown. The ultra sensitive fogfree earloop mask is made with a hypoallergenic cellulose inner layer. A follow-up MDR will be submitted should additional information becomes available.

Event description:
The user facility reported that an end user was having an allergic reaction to the ultra sensitive fogfree earloop mask. No further details were provided about the symptoms or current condition of the end user.